Event description:
Injection port in IV tubing came apart, and allowed for the backflow of blood and medication into bed, and on patient. The white hub separated or broke from the port. A small piece of white hub remains around the port. The blue piece inside the port remains intact. Nursing was not in room when this occurred. Patient denied any knowledge that the tubing pulled or got caught in anything. Patient was receiving chemotherapy at the time. Complaint of (c/o) skin irritation and washed per protocol.